Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported the pain stimulator had been placed incorrectly and the device never worked right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.